Manufacturer narrative:
(B)(4).

Event description:
It was reported that no connection occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause was determined to be the transmitter and app were unable to establish a connection. The reported event of no connection is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.